Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient had undergone a bilateral breast augmentation revision surgery with implantation of two 405cc mentor memorygel xtra breast implant prostheses. Post-operatively, the patient observed that their left breast was higher than the right. A rupture to the right breast prosthesis was diagnosed by a healthcare professional. As a result, the patient underwent removal on (B)(6) 2021. Refer to manufacturing report number 1645337-2021-12981 for the contralateral event.